Event description:
(B)(4): it was reported that the right ventricular lead exhibited high thresholds resulting in loss of capture. The patient was dependent and symptomatic experiencing syncope at home and was brought into emergency room where a temporary pacemaker was used. The lead was capped and replaced successfully on (B)(6) 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.